Event description:
It was reported that on (B)(6), due to clinical necessity, a percutaneous intravenous catheterization (PICC) procedure was performed on the patient as medically indicated. Preoperatively, the risks associated with catheter placement were explained to the patient and family, who provided informed consent. An ultrasound machine was used to assess vascular conditions. After routine skin disinfection, the puncture was performed. During the procedure, the intravenous therapy team encountered a situation where the puncture was successful but the guidewire could not be advanced smoothly. A PICC specialist nurse was immediately called for assistance. Upon observing bruising at the puncture site, the needle was withdrawn and a new vein (the brachial vein) was selected for puncture. Resistance was encountered when the guidewire was advanced approximately 15 cm. The needle was withdrawn, and the head nurse was called for assistance with catheter placement. The head nurse selected the brachial vein for puncture. Although the puncture was successful, the guidewire again failed to advance smoothly into the vein. The hospital's intravenous therapy team (comprising the team leader and a member who is also a pediatric nurse) was consulted. The head nurse reassessed and selected the contralateral (left) brachial vein for puncture. Although the puncture was successful, resistance was again encountered during guidewire placement. After needle removal and re-puncture, the same issue recurred. Ultrasound confirmed the guidewire tip was within the vessel, yet advancement remained impossible. The catheter was then withdrawn. During removal, the guidewire became stuck approximately 5 cm subcutaneously and could not be extracted. It was secured in place, and a consultation was initiated with physicians from the minimally invasive therapy and interventional oncology department. The guidewire was successfully removed in the operating room, with the tip intact. Catheter placement failed and was not used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.